Event description:
During a therapeutic procedure on a pt, when the physician removed the jagwire from the ercp cannula, it was observed that the 5 cm distal tip had broken and remained in the pt's common biliary duct. The physician then obtained another device and successfully completed the pt procedure. Subsequent fluorescreen images taken of the pt's common bile duct did not show the tip still inside the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.